Manufacturer narrative:
One fogarty catheter with attached bd 3ml syringe was returned for evaluation. The balloon and windings were examined and the balloon latex and both windings appeared to be in good condition without any damages or abnormalities. The balloon was inflated with 1.2 cc air. The balloon inflated clear and concentric for 5 minutes. There is no deflation specification using air as the inflation media. The balloon was then inflated using 0.5 cc water and the balloon inflated clear and concentric and did not leak for 5 minutes. Balloon deflation was achieved in 13.7 seconds by pulling back on the syringe plunger. The specification for balloon deflation is 15 seconds while pulling back on the syringe plunger. The through lumen was patent without any leakage or occlusion. Balloon testing was performed with the returned syringe. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of balloon deflation issue could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. It states in the product IFU to inflate the balloon with sterile fluid or gas to the maximum recommended volume. Pull a vacuum on the syringe. Repeat until all air is removed. It is unknown if user or procedural factors may have contributed to issue of the inability to deflate the balloon. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon did not deflate during use. No additional incision was required when removing the catheter from the patient, but the catheter was removed with the balloon inflated. There were no patient complications reported. Patient demographic information requested but unavailable.